Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. Reportedly, there was an issue with the display pixels. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 07/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/29/2015 with the following findings: during investigation, the pump was powered on and the display screen was found to be functioning. The complaint of a pixel issue was not duplicated. The pump was opened and the display flex was observed to be fully seated and secure in the connector. Unrelated to the complaint, investigation revealed a dim, fading, discolored display. Also unrelated to the display pixel issue, the pump had no vibratory function; the audible tones functions properly. Evaluation revealed that the vibration motor had failed.